Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes bilaterally occluded. Company causality comment: incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida (total number of pregnancies: 2 g3p2), parity 2 (number of live births: 2), esophagogastroduodenoscopy, biopsy, gastroesophageal reflux disease, iron deficiency anemia, unspecified (iron deficiency), hiatal hernia, bronchitis (cough,), systemic lupus erythematosus (lupus,), anxiety, arthritis, low grade squamous intraepithelial lesion, panic attacks, raynaud's disease, sjogren's disease, otitis media (most recent in (B)(6) 2012), migraine, breast reduction in (B)(6) 2011, headache (headache), abortion in 2008, nonsmoker, fallopian tube operation, alcohol use (occasional alcohol use) and colpectomy (colpotomy). Previously administered products included for birth control: mirena iud from 2008 to (B)(6) 2012; for an unreported indication: predinosone, steroid, oral contraceptive pill and prednisone. Past adverse reactions to the above products included chest pain with prednisone; palpitations with steroid; pelvic pain with mirena iud; and urticaria with predinosone. Concurrent conditions included morbid obesity, ovarian cyst (ovarian follicular cyst), pain ovarian, urinary tract infection (dysuria, urinary frequency. Most recent was in (B)(6) 2012), herpes simplex, disturbance of skin sensation, nausea, depressive disorder, giddiness, dizziness, hypoaesthesia, constipation, fatigue, weight gain, chills, sweaty, back pain, joint pain, tremor, tendency to bruise easily, uterine bleeding, breast engorgement, diaphoresis, diabetes (father, paternal grandfather, paternal aunt) and colon cancer (maternal uncle). Family history included gallstones, ovarian cyst, coronary artery disease, ulcer nos, kidney stones, aortic aneurysm, colonic polyp, myocardial infarction (paternal and maternal grandparents, maternal grandfather has defibrillator), tia (mother), hypertension (mother), hyperlipidemia (mother), breast cancer (mother, paternal aunt) and stroke (mother, grandmother). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2014 for birth control and menorrhagia, medroxyprogesterone acetate since (B)(6) 2014 for menses irregular, ondansetron (zofran) for nausea as well as anesthetics, general (general anesthesia), ascorbic acid (vitamin c), cetirizine hydrochloride (zyrtec), estrogens conjugated (premarin) since (B)(6) 2014, ibuprofen (motrin), ketorolac tromethamine (toradol), mepivacaine hydrochloride (carbocaine), omeprazole, oxaprozin (daypro), sertraline (zoloft) and vicodin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal") and pelvic pain ("pain/pelvic pain/pain worsened"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with antibiotics and surgery (robotic hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine, alopecia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She claimed that essure worsened her a previously existing injury/condition. She did not had ny complications or problems that occurred at the time of your essure placement procedure. She did not retained the essure device or any portion of it and also not had complications from essure removal procedure. Long-term (current) use of other medications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Computerised tomogram - on (B)(6) 2010: an iud is in place within the uterus. Hysterosalpingogram - in (B)(6) 2013: fallopian tubes bilaterally occluded. Nuclear magnetic resonance imaging spinal - on (B)(6) 2010: minimal central disc bulge at l4-l5. Ultrasound pelvis - on (B)(6) 2010: retroverted uterus with iud in seen in fundus had spinal tap and then was leaking spinal fluid. Last menstrual period: date: ((B)(6) 2014). (B)(6) 2009, pelvic ultrasound: impression: intrauterine contraceptive device noted within endometrial canal. (B)(6) 2010, pelvic ultrasound: impression: retroverted uterus with iud in seen in the fundus. (B)(6) 2011, esophagogastroduodenoscopy and biopsy impression: small hiatal hernia with patulous gastroesophageal junction. (B)(6) 2012, ultrasound pelvis: indication: pelvic pain findings: there is an echogenic focus within the endometrium consistent with an intrauterine device. Impression: intrauterine device appears in satisfactory position. (B)(6) 2013, ultrasonic examinations of the pelvis:findings: ultrasonic examinations of the pelvis reveal a retroverted uterus, measuring 6.8 x 4.5 x 3.9 cm in size. There are no uterine fibroids. The endometrium is sharply marginated, and measures 4.6 mm in width. No extrauterine masses are identified, and the ovaries are normal in appearance. The right ovary measured 2.7 x'2.1 x 1.8 cm in size, and the left ovary 3.1 x 2.6 x 1.9 cm. There is a small amount of free fluid in the cul-de-sac. (B)(6) 2014, endovaginal pelvic ultrasound: findings: the uterus has a normal appearance measuring 6.6 x 3.4 x 4.4 cm. Endometrial stripe thickness is normal at 4 mm. Ovaries and adnexa are unremarkable. Right ovary measures 2.4 x 2 x 2 cm, left ovary measures 3.3 x 2.5 x 2 cm. Color flow signal obtained from ovaries bilaterally. (B)(6) 2014, CT abdomen pelvis: history: right sided pain with nausea. Impression; bowel loops normal in caliber. Moderate to large amount of stool in the colon. (B)(6) 2014, surgical pathology report: final diagnosis: endocervical squamous metaplasia with mild chronic cervicitis gross description: received in formalin are bilateral fallopian tubes attached to an intact uterus. The fallopian tubes consist of cylindrical structures which are pink purple to red. Each include one end which is fimbriated. On their proximal portion is a silver metallic nonmagnetic coil like structure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida (total number of pregnancies: 2 g3p2), parity 2 (number of live births: 2), esophagogastroduodenoscopy, biopsy, gastroesophageal reflux disease, iron deficiency anemia, unspecified (iron deficiency), hiatal hernia, bronchitis (cough,), systemic lupus erythematosus (lupus,), anxiety, arthritis, low grade squamous intraepithelial lesion, panic attacks, raynaud's disease, sjogren's disease, otitis media (most recent in (B)(6) 2012), migraine, breast reduction in (B)(6) 2011, headache (headache), abortion in 2008, nonsmoker, fallopian tube operation, alcohol use (occasional alcohol use) and colpectomy (colpotomy). Previously administered products included for birth control: mirena iud from 2008 to (B)(6) 2012; for an unreported indication: prednisone, predinosone, oral contraceptive pill and steroid. Past adverse reactions to the above products included chest pain with prednisone; palpitations with steroid; pelvic pain with mirena iud; and urticaria with predinosone. Concurrent conditions included obesity, ovarian cyst (ovarian follicular cyst), pain, urinary tract infection (dysuria, urinary frequency. Most recent was in (B)(6) 2012), herpes simplex, disturbance of skin sensation, nausea, depressive disorder, giddiness, dizziness, hypoaesthesia, constipation, fatigue, weight gain, chills, sweaty, back pain, joint pain, tremor, tendency to bruise easily, uterine bleeding, breast engorgement, diaphoresis, diabetes (father, paternal grandfather, paternal aunt) and colon cancer (maternal uncle). Family history included gallstones, ovarian cyst, coronary artery disease, ulcer nos, kidney stones, aortic aneurysm, colonic polyp, myocardial infarction (paternal and maternal grandparents, maternal grandfather has defibrillator), tia (mother), hypertension (mother), hyperlipidemia (mother), breast cancer (mother, paternal aunt) and stroke (mother, grandmother). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2014 for birth control and menorrhagia, medroxyprogesterone acetate since (B)(6) 2014 for menses irregular, ondansetron (zofran) for nausea as well as anesthetics, general (general anesthesia), ascorbic acid (vitamin c), cetirizine hydrochloride (zyrtec), estrogens conjugated (premarin) since (B)(6) 2014, ibuprofen (motrin), ketorolac tromethamine (toradol), mepivacaine hydrochloride (carbocain), omeprazole, oxaprozin (daypro), sertraline (zoloft) and vicodin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal") and pelvic pain ("pain/pelvic pain/pain worsened"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with antibiotics and surgery (robotic hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine, alopecia and vaginal haemorrhage had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She claimed that essure worsened her a previously existing injury/condition. She did not had ny complications or problems that occurred at the time of your essure placement procedure. She did not retained the essure device or any portion of it and also not had complications from essure removal procedure. Long-term (current) use of other medications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Computerised tomogram - on (B)(6) 2010: an iud is in place within the uterus hysterosalpingogram - in (B)(6) 2013: fallopian tubes bilaterally occluded nuclear magnetic resonance imaging spinal - on (B)(6) 2010: minimal central disc bulge at l4-l5. Ultrasound pelvis - on 3-mar-2010: retroverted uterus with iud in seen in fundus had spinal tap and then was leaking spinal fluid. Last menstrual period: date: ((B)(6) 2014). On (B)(6) 2009, pelvic ultrasound: impression: intrauterine contraceptive device noted within endometrial canal. On (B)(6) 2010, pelvic ultrasound: impression: retroverted uterus with iud in seen in the fundus. On (B)(6) 2011,esophagogastroduodenoscopy and biopsy impression: small hiatal hernia with patulous gastroesophageal junction. On (B)(6) 2012, ultrasound pelvis: indication: pelvic pain findings: there is an echogenic focus within the endometrium consistent with an intrauterine device. Impression: intrauterine device appears in satisfactory position. On (B)(6) 2013, ultrasonic examinations of the pelvis:findings: ultrasonic examinations of the pelvis reveal a retroverted uterus, measuring 6.8 x 4.5 x 3.9 cm in size. There are no uterine fibroids. The endometrium is sharply marginated, and measures 4.6 mm in width. No extrauterine masses are identified, and the ovaries are normal in appearance. The right ovary measured 2.7 x'2.1 x 1.8 cm in size, and the left ovary 3.1 x 2.6 x 1.9 cm. There is a small amount of free fluid in the cul-de-sac. On (B)(6) 2014, endovaginal pelvic ultrasound: findings: the uterus has a normal appearance measuring 6.6 x 3.4 x 4.4 cm. Endometrial stripe thickness is normal at 4 mm. Ovaries and adnexa are unremarkable. Right ovary measures 2.4 x 2 x 2 cm, left ovary measures 3.3 x 2.5 x 2 cm. Color flow signal obtained from ovaries bilaterally. On (B)(6) 2014, CT abdomen pelvis: history: right sided pain with nausea. Impression; bowel loops normal in caliber. Moderate to large amount of stool in the colon. On (B)(6) 2014, surgical pathology report: final diagnosis: endocervical squamous metaplasia with mild chronic cervicitis gross description: received in formalin are bilateral fallopian tubes attached to an intact uterus. The fallopian tubes consist of cylindrical structures which are pink purple to red. Each include one end which is fimbriated. On their proximal portion is a silver metallic nonmagnetic coil like structure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event abnormal bleeding (vaginal, pain/pelvic pain/pain worsened, she did not undergo an essure confirmation test. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.